Manufacturer narrative:
Analysis of the carrier found it was broken at the proximal end of the inner carrier. Correction: the brand name was updated per additional review.

Event description:
It was reported that there was an "anchor issue" during a surgical procedure and the tunneling tool tip broke inside the patient. It was stated that the surgeon probably ¿forced on the tip¿ and was ¿probably¿ the reason for the break. The device was partially explanted. No additional symptoms were reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.